Event description:
It was reported that the user experienced sustained hyperglycemia, including a fingerstick reading of 393 mg/dl and a high reading on the pump, after disconnecting for approximately three hours; the user had taken 10 units of fast-acting subcutaneous insulin via pen and performed a supply change, and the dexcom g7 sensor was calibrated due to the high pump reading with successful calibration. Symptoms included no reported clinical manifestations. Outcomes included no need for emergency treatment, hospitalization, or medical intervention beyond self-management and education. Investigation included troubleshooting and user education performed by support personnel. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that no device malfunction could be confirmed and use-related or situational factors could not be ruled out. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.